Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis for hemodynamic support using the impella cp. During support, a vascular injury formed in relationship to the device and unspecified intervention was required. Additionally, the patient developed an access site bleed that prompted a blood transfusion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.